Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented, an alert for high, out of range hv lead impedance was observed. The lead was explanted and replaced. The patient was in stable condition post-procedure and will continue to be monitored.